Manufacturer narrative:
Report is late due to the firm's technical problem which has recently been resolved. A CAPA was initiated to correct technical problem, original submission provided an acknowledgement receipt. Discovery of the technical issue was found during the firm's recent inspection by FDA on 01/23/2018. Kreg medical has worked with cdrh and esg gateway help desk to resolved issue along with initiating a CAPA #(B)(4) to prevent reoccurrence.

Event description:
Report: kreg received a report on (B)(6) 2015 that the casters on one side of an ez wider bariatric bed rose off the floor while one nurse and one care partner turned a patient laterally in order to perform a bedpan procedure. The brakes were reportedly engaged during this incident with the bed height positioned to the waist level of the nurse. It was reported that both side rails on the side the patient was turning to were in the full up position during this event. The patient was reportedly positioned on her side, against the side rails with a portion of her body hanging outside of the bed perimeter. A wooden arm rest of a bariatric chair in the room was damaged during this incident. The patient restraint holder on the bottom of the foot deck and the patient drainage bag holder under the seat deck were damaged. The damaged restraint holder and drainage bag holder were located on the patient left side of the bed. The opposite side of the bed that the patient was turning to. The patient was also reported to be positioned low in the bed (toward the foot end of the patient platform) when this event took place. The patient weighed (B)(6) and was not injured. Initially one injury to the care partner was reported. He was sent for an MRI but did not required hospitalization.